Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a reported value of 341 mg/dl after the ilet was disconnected during training and insulin delivery was intentionally paused without reverting to backup therapy. The patient plans to revert to subcutaneous insulin by pen due to a screen bezel separation on the pump. Symptoms included thirst and urinary frequency. Outcomes included an unexpected need for medication intervention and classification as a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, characterized as an improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.